Manufacturer narrative:
The investigation determined the service actions performed resolved the issue.

Manufacturer narrative:
The field service engineer determined a defective tubing. He replaced the tubing and the instrument is running back within specification.

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with the elecsys brahms pct (procalcitonin) and elecsys probnp ii assays on a cobas e 801 analytical unit. The samples were repeated on a different cobas e801 module. Refer to the attachment for all patient data. The initial questionable results were reported outside of the laboratory. The brahms pct reagent lot was 59500500 with an expiration date of 31-aug-2023. The probnp ii reagent lot was 65184500 with an expiration date of 31-mar-2024.